Event description:
During functional testing at zoll medical's technical service department the device displayed "defib disabled" and "defib fault 72" messages. There was no pt involvement in the reported malfunction.